Event description:
The customer reported that they experienced power disruption at their facility. When the power was restored, most patient monitoring resumed, however 18 telemetry patients were showing offline. A spacelabs healthcare field service engineer worked with the customer to perform troubleshooting of the xhibit telemetry receivers (xtr). Two different faulty xtrs were identified, all patients associated with the two xtrs were showing offline at the central station while showing waveforms at the receiver. The patients were transferred to different xtrs and the faulty xtrs were restarted. Following the restart, it was confirmed the network communication was restored, channels were able to be tuned and monitored and no further issues were observed. The logs from the xtrs and provided to a spacelabs healthcare product support specialist (pss). The pss identified that the two faulty xtrs lost network communication relating to the power disruption and restarted, however upon restart, the xtrs failed to establish connections due to a failure to properly restart. Once the xtrs were restarted again, the errors preventing the communication were resolved.

Manufacturer narrative:
Additional xtr serial number relating to the network outage: (B)(6), (B)(4).